Manufacturer narrative:
This report has been identified as event 5 b. Braun inc. Internal report # (B)(4). One used caresite extension set without packaging was returned for evaluation. Visual examination of the set noted a vertical crack along the length of the caresite female luer threads. The returned sample confirmed the reported incident of leaking product. Incidents of cracked/leaking valves can be caused by many factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. B. Braun medical inc. Is continuing to investigate and address incidents involving cracking and leaking of the caresite through (CAPA (B)(4)). If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: event 5: antibiotics infusing from the side pump and leakage occurred. Blood had leaked. No patient injury.